Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 52426, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.53 inches distal from the tip. Also, the shaft top was ribbed/ twisted. The deflection mechanism worked properly. The sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed cryoablation procedure, the sheath was returned and subsequently tested out of specification per the manufacturer's investigation.